Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).